Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator and right ventricular lead exhibited unspecified oversensing. It was unknown where the source of the oversensing was. No intervention was reported. The patient was in stable condition.